Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: "staff are experiencing a large uptick in dsps calibration failures and investigating if it's related to the admin set. Staff noticed many are experiencing a leak around the diaphragms which could be a contributor. This is the only lot code we have in stock at the moment." A preliminary review of the logs identified the following issue: administration set leak (external part). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.